Event description:
It was reported that the patient presented to the hospital for an implant procedure. During the procedure, the right ventricular (rv) lead was noted to exhibit high pacing impedance and low r waves sensing. The rv lead was not used and replaced. No patient consequences were reported.